Event description:
A malfunction occurred with a cartridge alarm reported by the customer during the pumping process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully replaced the cartridge, resumed insulin therapy before contacting tandem, and resolved the issue without requiring further action.